Manufacturer narrative:
A complete lead was returned in two pieces, the connector portion 22.7 cm and distal portion 28.7 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was noted that the patient presented in clinic for a device upgrade. It was noted that the right ventricular lead had been exhibiting noise. During procedure, the atrial lead became dislodged. Both the right ventricular lead and the atrial lead were explanted and replaced. Patient was stable. Related manufacturer reference number: 2017865-2019-11123.